Event description:
It is reported that the impactor head fractured during impaction.

Manufacturer narrative:
Eval summary: there is no info regarding the conditions during impaction. There is not enough info to determine the root cause of the failure. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be re-opened. Zimmer, inc considers the investigation closed.